Manufacturer narrative:
(B)(4). The patient was treated with unreported antibiotics and a peritoneal lavage was performed for the peritonitis. On an unreported date, the pd catheter was removed and the patient was switched to hemodialysis. At the time of the report, the patient had recovered from the peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the event. Treatment and outcome are unknown. No additional information is available.